Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device motor was worn and had low power. It was further determined that the device failed pretest for check power with test bench. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device was overheating. It was reported that there was an unspecified delay to the surgical procedure and a spare device was available to complete the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.